Event description:
The device was used during an unknown procedure. Reportedly, the staples form on one side and the knife transected to the end of the cartridge. Another device was used to finish the procedure. No patient injury was reported.